Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -8.00/2.0/099 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was replaced with a longer length spherical lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.